Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, while using the mega suturecut needle driver instrument, the cable broke cleanly without extreme handling. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle instrument was analyzed and found to have a broken grip cable at the grip hub location. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.